Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized in december due to high blood glucose. The customer also had diabetes ketoacidosis and has been off the insulin pump since then. In addition, the customer made an attempt to prime an infusion set. During troubleshooting, the customer stated the insulin did not exit. Customer stated they had another infusion set to test. The customer was advised to manually push plunger, and insulin exited the tubing. The customer stated the insulin pump alarmed no delivery. The customer was unable to troubleshoot for high blood glucose due to the no delivery during manual prime. The customer's blood glucose was unknown at the time of the call. The customer was advised the insulin pump will need to be replaced. The customer agreed to return insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was air lifted to the hospital on (B)(6) 2017. Customer's blood glucose levels upon arrival to the hospital were 1000 mg/dl. Prior to hospitalization, customer reported that blood glucose was high at 500 mg/dl but did not treat and blood glucose continued to elevate and customer was not sure what was causing it. Customer was in critical condition and was put on a breathing tube. Customer was advised that she had pneumonia and had a slight heart attack. The customer was wearing the insulin pump during the hospitalization. Customer was no longer wearing insulin pump and reverted to manual injection. Customer would return to insulin pump at a later time when she could upgrade.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No excessive no delivery alarms noted. Pump received with scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.